Manufacturer narrative:
Results - results bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for foreign matter on needle with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - the foreign material is the epoxy resin, used to attach the cannula to the hub. The most likely root cause for the reported defect is air in the applicator of the epoxy resin causing a splatter of resin on the cannula.

Event description:
It was reported that foreign matter was found on bd¿ vacutainer¿ multi-sample needles. No injury or medical intervention reported.